Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. The caller stated that they wanted to check the stim to see if it was on and working properly. The caller stated that they tried to turn off the stim for a hip surgery but didn¿t know if it was turned off. The caller noted that the surgery was (B)(6) 2018, and that it was not related to the device or therapy. The caller reported the patient is occasionally not able to the control their bladder. The caller noted that it was not happening often. The caller stated that it happened after surgery, from being under anesthesia and not being able to feel, but then it stopped when she came home. However, it happened again the morning of the call. The patient did not confirm whether the symptoms were sudden or gradual. The caller confirmed that stim was on, program 2 at 2.0 volts. The patient increased stim to 2.3 volts on program 2. It was confirmed that the patient felt stimulation in the correct area (bike seat). Patient services reviewed that it takes time for the body to respond to therapy, therefore titrations should be discussed with the healthcare provider (hcp). The caller was advised to give it a couple days and if the symptoms don't resolve, to follow up with the hcp or call patient services back to help them adjust it again. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.